Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/49 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes of heart transplantation in patients bridged with left ventricular assist devices versus direct transplantation. Bulletin of pioneering researches of medical and clinical science. 2026. 6(1):122-30. Doi: 10.51847/dffx3cep6e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of heart transplantation in patients bridged with a left ventricular assist device (vad). The authors described patients on vad support that never reached heart transplantation due to death; however, the causes of death were unknown and any follow up information on these patients was not collected. There were patients who experienced complications during vad support while waiting for a heart transplant. Complications included hospital readmissions due to heart failure, gastrointestinal bleeds (gibs), cerebrovascular accidents (cvas), arrhythmias, and vad-related infections. It is unknown what type of interventions were performed on these patients for the various complications. The status of the devices is unknown. No additional adverse patient effects were reported.